Event description:
It was reported during a pump replacement procedure due to normal battery end of life (eol) longevity. During the procedure, the healthcare professional (hcp) found the old connector was "a little shot" and slightly frayed. A break, tear or hole was identified at the pump/catheter connection. The catheter was repaired/revised during the pump replacement. The patient was not having any symptoms and recovered without permanent impairment, they were thought to be receiving effective therapy. The issue was identified via x-ray and fluoroscopy. The pump was used to deliver clonidine, baclofen, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l47178, implanted: (B)(6) 1997, product type: catheter. (B)(4).